Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer changed the pump supplies to address the issue. Additionally, the customer experienced elevated blood glucose, however, a specific value was not provided. The customer administered manual injections to address blood glucose level. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.